Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
5f device was placed in the common femoral artery. X-ray showed that implant was no longer at the puncture site and it had embolized distally. The physician then passed another sheath (6f) and captured the implant with an amplatz goose neck snare. The implant was removed from the artery and the vessel was treated with manual compression. It was reported there were no consequences for the patient and patient was later discharged. The physician involved claimed that the deployment procedure was correct and the implant initially closed the vessel puncture.